Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to field h6 component codes, evaluation method codes, evaluation result codes and evaluation conclusion codes. H8 and h10 were also corrected as analysis was already completed at the time of the initial report being sent.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The x-ray showed that the s-ICD and electrode were no down to the fascia. At first the physician considered repositioning the device sub muscular, however ultimately the s-ICD and electrode were explanted. It was noted that the patient is of a larger stature. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The x-ray showed that the s-ICD and electrode were no down to the fascia. At first the physician considered repositioning the device sub muscular, however ultimately the s-ICD and electrode were explanted. It was noted that the patient is of a larger stature. No additional adverse patient effects were reported.